Event description:
This lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2009. A call to technical services placed on (B)(6) 2013 stated that while checking the patient, there was noise on the atrial lead. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).